Manufacturer narrative:
The complainant indicated that the device was disposed, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.

Event description:
It was reported that during an unk procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the right coronary artery (rca). The balloon burst at 8 atms on the first inflation. The balloon was successfully removed and the physician completed the procedure with another device. No pt injuries or complications were reported. The pt's status is reported as "ok."